Event description:
The customer reported that the 840 ventilator had a blank screen. The customer reported to have replaced the graphical user interface (gui) and backlight inverter pcbs. Covidien loaded the software only and conducted the final testing.